Event description:
It was reported that this patient contacted the boston scientific device tracking team to indicate that both the right atrial (ra) and right atrial (ra) leads had fractured. Both the ra and rv leads were explanted and replaced to resolve the event and no additional adverse patient effects were reported. The leads were retained at the facility and are not expected to be returned.